Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check has been confirmed during evaluation of the provided problem description and service report. No log files were provided. During further investigation of the reported issue it was found that pressure transducer pcbs (printed circuit board) were defective and required replacement. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).